Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector leaked. It was further reported, during a contrast IV infusion ¿the blue hub of the smart site extension set that was connected to the IV hub began to leak and spray out¿. The infusion was stopped, and a blue cap was placed on end of blue hub and contrast. The infusion was resumed with no further leaks noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.